Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-mar-2024. The device evaluation was completed on 13-mar-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and an irrigation issue during use on the patient occurred. During the procedure, they could not get the pentaray nav high-density mapping eco catheter to irrigate properly. The catheter experienced complete occlusion. To troubleshoot, they tried flushing the catheter and changing lines without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. There was no patient consequence reported. Additional information was received on 27-feb-2024. The suspected device for the reported flow/irrigation issue was the catheter. This issue was discovered during use on the patient. No error on the pump was noticed. Staff member just noticed the issue. The irrigation issue was originally considered non-reportable, however, bwi became aware that the irrigation issue was during use on the patient on (B)(6) 2024 and have reassessed the event as reportable. The awareness date for this reportable issue is 27-feb-2024.